Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where after valve deployment, patient developed a new left bundle brach block (lbbb). Site implanted temporary pacer, from right internal jugular access, across evoque valve. On post-operative day (pod) 2, a permanent pacemaker was implanted. Patient is currently doing well and no additional treatments or interventions reported.